Manufacturer narrative:
(B)(4). No testing methods performed. No results available since no evaluation performed. Device not returned.

Event description:
On (B)(6) 2017 an email was received from a patient (pt) from (B)(6) who reported while wearing the acuvue oasys brand contact lenses during a vacation in the united states, the pt was diagnosed with a corneal ulcer. The pt reported ¿sore painful eyes also could have caused long term damage with scarring according to my ophthalmologist¿. The pt reported he/she has been an acuvue contact lens wearer since 2001 without issue. On (B)(6) 2017 an email was received from the pt with the additional information: the pt reported he/she had been wearing lenses from 2 different boxes. One lot number was provided and one lot # was discarded by the pt and the lot number was unknown. The pt reported he/she was advised by the ophthalmologist ¿I have scarring on my eye¿ the affected eye was not provided). On (B)(6) 2017 an email was received from the pt with the medical report for date of visit (B)(6) 2017: date of visit: (B)(6) 2017: reason for visit: left eye; onset: 1 day ago. The severity of the problem is mild. The problem has worsened. Symptoms: no altered vision, not blurred, no burning, no diplopia, no clear discharge, left fbs, no itching, no matting, left eye pain, no photophobia, left redness, no swelling and left watering. Mechanism injury: there is no injury. Aggravating factors include: and eye movement. The frequency of symptoms is persistent. Symptoms are relieved by irrigation and low light. "Associated symptoms include h/o cataract surgery, h/o corneal abrasion, history of glaucoma, h/o iritis, h/o lasik surgery, recent conjunctivitis, recent eye exam and wears glasses". Pertinent negatives: wears contact lenses. Medication: lubricant eye drops. Physical exam: eyes: conjunctiva ¿ left redness/erythema. Cornea ¿ left: stains central small; lids/external ¿ left: normal; pupil ¿ left: normal. Diagnosis: central corneal ulcer, left eye. Medications prescribed: ofloxacin 0.3% eye drops: instill 1 gtts by ophthalmic route qid every day into affected eye(s); ketolorac 0.4% eye drops: instill gtts by ophthalmic route qid x 3-4 days into affected eye(s) for pain and inflammation. Recheck: return to center as needed; f/u with pcp in 7-10 days with eye specialist referrals: ophthalmology 5-7 days. On 07nov2017 a johnson and johnson affiliate in (B)(4) spoke with the pt and additional information was provided: the patient reported he/she has not seen an ophthalmologist since the return to australia. The pt reported he/she still has the ¿scarring¿ in the eyes and that it¿s a permanent scarring, so the pt has been afraid to return to contact lens wear. The pt is currently wearing glasses and is not experiencing any eye pain or using any eye medication. The pt reported he/she will visit his/her ophthalmologist on return to (B)(6) where the pt is based in (B)(6) 2017. The pt advised during the visit to the emergency room (ER), he/she was advised not to wear lenses for a week or two and to visit an ophthalmologist. Pt saw an ophthalmologist and advised it was ok to return to contact lens wear, but waited an additional week to return to contact lens wear. No additional medical information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l00241j was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.